Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated "patient was transferring into the chair and the side frame cracked at a weld. Frame is broken all the way through. Dealer advised user "flops" into the chair while transferring.